Manufacturer narrative:
On 22feb2018 immucor performed an antibody screen on the echo with return sample ((B)(6)) using retention capture-r ready screen (3), plates lot r938 and retention capture-r indicator cells lot 221028. Controls performed as expected, and return sample resulted negative. Immucor was able to reproduce customer's observation with sample 2123916. However, our investigation did not identify a product deficiency. The k antigen was confirmed as present and available for antigen-antibody reactivity on cell 1 of retention capture-r ready-screen (3) lot r938. Based on our results, the titer of the antibody for sample (B)(6) may be at or just below the threshold of detection. Complaints of positive reactions being interpreted as negative by the galileo echo camera algorithm are being corrected under design control (B)(4). The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument. (B)(4).

Event description:
On 15feb2018 a customer reported unexpected negative reactivity for a patient sample ((B)(6)) on echo m01313 using capture-r ready-screen (3) lot r938 with capture-r indicator cell lot 221019 (under batch 2739) on (B)(6) 2018.